Event description:
It was reported to covidien on 12/11/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the palindrome sapphire catheter, which was placed in (B)(6) 2009, needed to be pulled and replaced as it had a fibrin sheath on it and was not yielding flows.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.